Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a robotic prostatectomy procedure, the device would not close clips properly. The customer was able to complete the case using the device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The ka200 instrument was returned in good visual condition. The instrument load and deployed 6 clips as intended over suture. The instrument was fully functional and conforming to manufacturing requirements. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
Boston scientific crm received information that this lead was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.